Event description:
A malfunction alarm occurred with the customer¿s pump, specifically "malf 3". The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was not under warranty, and tandem technical support arranged for a replacement.